Event description:
It was reported: during a tibia fracture surgery, as the surgeon was inserting the tibia nail through the bone, the fracture was displaced. Surgeon removed the nail and locking screws and it was noted the locking screws caused no problems. Surgeon decided to use a 4.5mm narrow lc-dcp plate and 5 cortex screws to complete the procedure. Due to this event an additional 25 minutes was added to surgery. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.